Event description:
According to an autopsy report rec'd from the initial reporter, the pt was admitted to the hospital with sudden onset of dyspnea and hemoptysis. The cause of death was listed as acute pulmonary edema and breakage of the artificial mitral valve. The post mortem examination revealed "the artificial valve ring was in place but the central flap was missing. This was found lying free in the abdominal aorta just above the renal arteries."